Manufacturer narrative:
The device in question is not available for return. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, nor a root cause determined. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found this is the only complaint this lot number and failure mode. A two-year review of complaint history for similar failure modes revealed there has been a total of 30 complaints, regarding 32 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4).the instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to: reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: the balloon; the forward "cervical" cup; the back or vaginal cup; the locking assembly with thumb screw; the metal shaft and handle with balloon inflation valve. For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with a vcare small (32mm) cup # 60-6085-200a, lot 202012281 experienced by (B)(6) hospital on (B)(6) 2021. It was reported that during use in a robotic hysterectomy, after the colpotomy was performed, the scrub was attempting to remove the uterus. While pulling the uterus out, the vcare uterine manipulator came apart in 4 pieces. The shaft pulled out and left the blue cup behind while the green cup and balloon fell inside the abdomen. The scrub had to retrieve each part out separately before she removed the uterus. All pieces were accounted for and the surgeon moved on to sewing up the vaginal cuff. It is indicated the procedure was successfully completed but with a 5 minute delay. Additional information obtained indicates there was no impact or injury to the patient. The vcare was in place for about an hour and a half and the green cup was sutured with one stitch on the left side using an 0 vicryl. While trying to remove the uterus the suture did break free. The blue and green cuff, and the balloon slid off and completely detached from the shaft and remained intact, no part of the cups were broken. Also, the little cuff did come off with the balloon and all pieces were accounted for. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence for the breakage of the device.